Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range impedance, low amplitude and loss of capture with no asystole. It was determined that the cause of the issues was due to clavicular crush leading to damage on the lead body. The lead was successfully replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported.